Manufacturer narrative:
All buttons functioned properly. However, found moisture damage on the keypad traces. No button error alarm during testing. The insulin received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm after possible moisture exposure. Blood glucose level at the time of the incident was 216 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.